Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump in a jacuzzi. When the pump was retrieved, a malfunction alarm occurred and the pump became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy until the replacement pump was received.